Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed during the manual prime process. Blood glucose reading at the time was 233 mg/dl. Troubleshooting was performed. Customer was unable to clear out of the prime process loop. Noted that the drive support cap is protruded. Advised the customer to stop using the insulin pump and that a replacement will be sent. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to verify the error alarm due to the motor error alarm. The device was received with cracked battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.